Manufacturer narrative:
No trend identified. The product combination used was approved by zimmer. The received biolox delta head shows significant metal contact covering the half of the articulating surface. It is clear that the breakage of the liner and subsequent dissociation of the liner from the cup led to the contact between the head and the metal back of the cup. Surgical notes were not provided. It is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol and relevant medical history are unknown. With the information at hand, a failure rising from the head could not be found. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Note: this is a split case with (B)(4) (case for the liner).

Event description:
It was reported that the pt was implanted a biolox option hd/adpt, 12/14 on (B)(6) 2012. The pt was revised on (B)(6) 2015 because the liner broke and the head was hitting the cup. Since the exact implantation date was not reported, it will be entered as the first day of the month reported ((B)(6) 2012).

Manufacturer narrative:
The MFR did not receive devices, x-ray, or other source documents for review. Where lot numbers were rec'd for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should add'l info become available and an investigation result be available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).